Manufacturer narrative:
Patient information was unavailable. No testing or servicing was performed on the system since resolution of the issue was confirmed on call. No hardware parts have been returned to medtronic for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used during a sacroiliac and thoracolumbar procedure. It was reported that the navigation system had no communication with the medtronic imaging system. The site could successfully verify the medtronic imaging system to the navigation system. The site did a reboot of the navigation system and they were able to get green communication. Resolution of the issue was confirmed on call. There was a surgical delay of less than 1 hour, and there was no impact on patient outcome.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9735740 (software version: 1.0.3). Device evaluation: a software analysis was completed. It was found that the reported issue was related to a known software anomaly. This anomaly is tracked through a software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.